Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on carefusion blue screen. A technical support specialist (tss) rebooted the station via beyondtrust, after which the medication application loaded successfully. The customer confirmed the station was working as expected and granted permission to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black even though the unit was powered on. No display was visible, and the customer was unable to reboot the station. However, there were no delay in patient care and no adverse events or injuries reported based on this event.